Event description:
Procedure type: laparoscopic colon resection. According to the reporter: the customer stated that the green mark did not appear in the window of the eea 31mm single-us stapler. In order to go on with the surgery, they open a new device. The surgery converted to an open procedure due to the problem with the device. The surgery was delayed more than 30 minutes. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).